Event description:
It was reported that air bubbles were observed within the cartridge. Customer primed the tubing to address the issue. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. At the time of the report, the elevated bg had not been addressed, but customer was ultimately able to resume insulin delivery on the pump.

Event description:
An issue was reported involving air bubbles or gaps in the tandem mobi cartridge system, specifically observed during pumping, which led to the customer calling technical support. The customer¿s blood glucose level was indicated as "high," with a specific value unknown. In response to the issue, the customer replaced the infusion set prior to contacting support and managed to remove the air bubbles from the cartridge without needing third-party assistance. Technical support was engaged, and a follow-up was attempted after the call was disconnected.